Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted-explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. DHR not available as device is older than 13 years.

Manufacturer narrative:
A product development evaluation was conducted and the reported received indicates the device was received in two pieces. The distal socket component is separate from the device shaft/handle. The dowel pin that secures the assembly at the universal joint yoke is missing and was not returned for evaluation. Both ears of the universal joint yoke on the distal end are bent outward (one at approximately 5 degrees and the other at approximately 40 degrees) which infers that it encountered a severe torsional force exceeding the strength of the dowel pin. The dcp generic lf risk analysis adequately assesses the risk associated with an instrument breaking. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device is at least 13 years old and has outlived its useful life.

Event description:
It was reported that on (B)(6) 2013 during surgery for an ex-fix insertion of the tibia-fibula, the pin that holds the socket wrench together broke as the surgeon was turning the nut. The surgeon used a different wrench and was able to complete the surgery. Surgery was not prolonged and no adverse effect to the patient. This is 1 of 1 reports for (B)(4).